Event description:
Edc (estimated date of confinement) calculated from ivf (in-vitro fertilization) date is different from the edc calculated by the lmp (last menstral period) date. Both edc's should be the same. There have been no allegations or reports of misdiagnosis attributed to this phenomenon.